Event description:
Upon observing screws at the end of a case noted that there were two different screw tips to same size screw. Upon further investigation with company rep it was noted that they are defective screws. Dates of use: 2009. Diagnosis: orthopedic procedure. Event reappeared after reintroduction: no. Surgeon did not like placement of first screw so took it out. Upon taking it out, the tip on the screw broke off in the pt. When this happened, the tips of the screws were inspected and noted to have two different tips.